Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
Prestataire reported the cannula came out of the infusion site (arm) during pod detachment. No metabolic consequences were reported. The patient developed a skin reaction following the placement of the pod. Pimples or bumps, redness, irritation and swelling with an itching sensation was noted. Healthcare provider confirmed the patient developed an infection. Actions taken by the healthcare facility for patient care consisted of change of medical records and provider information. No treatment or prescriptions were required.